Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), product type programmer, patient product ID m995402a001 lot# serial# (B)(6), product type product ID 97745ac lot# serial# unknown product type accessory .medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the replacement device resolved the issue.

Manufacturer narrative:
Product ID 97745 lot# serial# (B)(6) was returned for product analysis. Analysis found the complaint was unverified and there were no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for the call was the controller was not charging from the wall. The green light was on the ac power supply. But the controller had no green light. Pt said the issue started probably a month ago. Pt got it working for about a week and now pt had been trying to charge for 4 days and not charging. Pt said they tried a reset. Pt turned implant off because ins was at 30%. On the call instructed patient to take the battery pack out and plug the controller in the wall. The controller did not power up. Patient put aa batteries in the controller and it did not respond. An email was sent to repair to replace the controller. Additional information was received from the patient. Pt reported they were able to get the replacement controller paired with their implant with the charge left on their battery pack, but when plugged into ac power was still having the same problem; will not take a charge, no green light flashing. Pt confirmed the controller would power on when plugged into ac power. Pt had been without stimulation for a couple days. An email was sent to repair for a battery pack. Agent reopened and reassigned case to send email to repair to replace the ac power supply cord. Patient called back and stated they received the replacement battery pack and the controller still wasn't charging. No visible damages on the ac power supply cord. Green light displayed on the ac power supply cord. Patient plugged the ac power supply cord into the replacement controller and controller did not power on. Agent made an outbound call and patient denied visible damages in the replacement controller's charging port and battery compartment. Patient also tried to plug the original controller (no visible damages) and original controller did not power on. Upon further review patient noted they were without stimulation for many days.

Manufacturer narrative:
B3: event date is year valid continuation of d10: product ID m995402a001 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.